Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a revision surgery for radiculopathy, creo screws were found loose and replaced at l2, l5. This event occurred in japan.